Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was further described as hair and was discovered during the preparation process prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) actual devices were received for evaluation. A visual inspection including magnification was performed on the samples. White, loose particulate matter was observed inside the bag of sample 1 near the area circled by the customer. On sample 2, loose black particulate matter was observed inside of the bag the area circled by the customer. On sample 3, an abrasion/gouge was observed on the front and back upper area of the bag where the customer circled; magnification did not identify particulate matter in the bag. Sample 1 and 2 were further analyzed; sample 1 particulate was determined to be acrylonitrile butadiene styrene (abs) using fourier transform infrared spectroscopy and sample 2 particulate was lost prior to analysis. The reported condition was verified for sample 1 and 2; particulate was not verified in sample 3, however an abrasion/gouge was identified. The cause of the conditions could not be determined. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.